Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please indicate how many meshes were used in this one patient event/one procedure on this one patient that had a quality issue? Please indicate if it was an initial procedure or reoperation or reoccurring hernia. Please clarify? It was reported that the mesh separated into several layers. Please confirm that the separation of the mesh occurred during placement of mesh and intra-operative? If not please elaborate.

Event description:
It was reported that the patient underwent hernia repair on (B)(6) 2017 and mesh was used. During the procedure, the mesh separated into several layers. The surgeon covered it with another like device to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Photo was evaluated. It cannot be determined whether edge delamination has occurred by the photographs provided. We can neither determine at what point during the procedure the observations were made. We can only note the areas of mesh that show torn spots.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: 1. Please indicate how many meshes were used in this one patient event/one procedure on this one patient that had a quality issue? There is only 1 mesh with this issue. 2. Please indicate if it was an initial procedure or reoperation or reoccurring hernia. Please clarify? Initial procedure. 3. It was reported that the mesh separated into several layers. Please confirm that the separation of the mesh occurred during placement of mesh and intra-operative? If not please elaborate. Intraoperative.